Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the therapy electrodes. The patient's physician advised to use hydrocortisone cream as well as wearing the device three days on and three days off until the rash cleared. During a follow-up, it was reported that the patient's irritation improved after following the doctor's advice.